Manufacturer narrative:
Additional information was received:  additional information received indicated that the approach was contralateral. No additional intervention was necessary in order to remove the product from the patient. The patient did not experience any adverse effect as a result of the reported product issue. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. Additional information was requested but was reported to be unknown. No additional information is available.   During an interventional endovascular procedure, the smart control 8 x 60 iliac stent was prematurely and partially deployed. The product was replaced with a new smart control stent. The procedure finished successfully. The target lesion was the superficial femoral artery. No target lesion characteristic information was available. A contralateral approach was made. After delivery of the smart control stent (complaint product), the delivery system was removed. However the outer sheath slid during removal. A non-cordis sheath and non-cordis guidewire were used for the procedure. There was no reported patient injury. Additional information received indicated that the approach was contralateral. No additional intervention was necessary in order to remove the product from the patient. The patient did not experience any adverse effect as a result of the reported product issue. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the IFU (instructions for use). The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. Additional information was requested but was reported to be unknown. No additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot 17573415 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses deployment difficulty - premature/in patient - during withdrawal¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. According to the instructions for use ¿do not attempt to drag or reposition the stent, as this may result in unintentional stent deployment. Introduction of stent delivery system. Ensure locking pin is still in place. Advance the device over the guidewire through the hemostatic valve and sheath introducer. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an introducer sheath for the implant procedure, to protect puncture site. An introducer sheath of a 6f (2.0 mm) or larger size is recommended. Slack removal. Advance the stent delivery system past the stricture site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the target stricture. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft, either outside or inside the patient, may result in deploying the stent beyond the target stricture site. Stent deployment. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target stricture. Ensure that the introducer sheath does not move during deployment.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.   The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during an interventional endovascular procedure, the smart control 8 x 60 iliac stent was prematurely and partially deployed. The product was replaced with a new smart control stent. The procedure finished successfully. The target lesion was the superficial femoral artery. No target lesion characteristic information was available. A contralateral approach was made. After delivery of the smart control stent (complaint product), the delivery system was removed. However the outer sheath slid during removal. A non-cordis sheath and non-cordis guidewire were used for the procedure. There was no reported patient injury. The product was clinically used and it will not be returned for analysis.